Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that the patient's device was not working. The hcp had not talked to the patient was told that the device had not been working for a while. The family wanted the device removed because the patient had been having seizures. The manufacturer reviewed overdischarge state of the battery. Other relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.